Event description:
Information was received that occlusion, check infusion line occurred with a smiths medical medfusion syringe pump. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a chipped and cracked top case. Event log history was performed and indicated that there was occlusion alarm recorded in history. During analysis, the reported problem was not able to be duplicated, the force calibration was within factory specification. Service replaced the force sensor as a preventive measure. Based on the evidence, the complaint was confirmed, but no fault was found.